Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter dislodged from the patient with a deflated balloon due to water leakage. It was later reported that a ridge was found on the balloon during sample evaluation.

Manufacturer narrative:
Received 1 used catheter. The reported event was confirmed; however, the cause is unknown. The visual inspection noted a cuff roll/ ridge on the catheter balloon. Per functional evaluation, the balloon was inflated 10cc of air using a syringe and it was deflated. After the balloon was inflated with 10 cc of a mix of tap water and blue methylene using a syringe, the water came out due to a pinhole. However, the defect reported (balloon cuffing) was confirmed during the visual evaluation. The dimensional results are as follows: short side= 0.7235¿, long side=0.7410¿ (per dwg8040 the active length is 0.6¿ to 0.9¿). The catheter active length was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter dislodged from the patient with a deflated balloon due to water leakage. It was later reported that a ridge was found on the balloon during sample evaluation.